Manufacturer narrative:
The initial reporter was received from the site. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the em controller was not working properly. No patient was present at the time of the event.

Manufacturer narrative:
The controller was sent to the vendor for analysis. Vendor analysis found that the failure was confirmed. The unit failed testing. It was discovered that u1 (defective), u11 (shorted), u8 (shorted), c21 (3.3v line shorted) u23, (3.3 volt line), r65 and r67 were defective components. Unit was sent to rework and components u1, u11, u8, c21, u23, r65 and r67 were replaced. The defective components are suspected to be exposed to an overcurrent, thus damaging components. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Initial reporter not known at the time of reporting. Foreign country: (B)(6). The em controller was returned to the manufacturer for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. When tested on em bench tester, the controller would not establish communication with the test station. Attempted to connect with emtest with similar results. Only 3 green leds are present on lower board when power was applied. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the em controller was not working properly. No patient was present at the time of the event.

Manufacturer narrative:
The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and the em controller was replaced. The system is now working as intended. If information is provided in the future, a supplemental report will be issued.